Event description:
It was reported that post-implant device exhibited far-field r-wave oversensing on the atrial channel. Programming changes were made. Patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.